Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high". A specific bg value was not provided. Reportedly, the customer's wife gave an unspecified treatment. The customer alleged that the pump did not deliver boluses that the customer requested. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended. Ultimately, the cause for the high bg was unknown. The customer continued using the pump for insulin therapy.